Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (concentration unknown) at 500 mcg/day via an implanted pump for spinal pain and other chronic/intract pain (trunk/limbs). Initially it was reported they ¿tried everything, dilaudid, morphine and fentanyl¿ and then the reporter clarified fentanyl. It was reported the pump was replaced because ¿it was not working.¿ the patient had problems with it ever since it was implanted. Patient symptoms were not reported, and the event date was (B)(6) 2015 (date of implant). No further complications were reported or anticipated.